Event description:
It was reported the heart rate is stuck at 80 beats per minute. Cannot adjust up or down. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Encoder flex is out of electrical specification. Upper and lower cases are broken. Ring cover is contaminated and two side bail covers are broken. Battery release, heart block, and heart wire contacts are contaminated. Battery contacts are compressed. Battery drawer is broken.